Manufacturer narrative:
Currently, it is unknown whether the device may have cause or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis, due to insulin pump setting not programmed correctly. Assisted in making sure the insulin pump was programmed correctly, no further info was provided.